Manufacturer narrative:
Zoll has received the zoll platform in complaint for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During training, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" . There was no patient involvement.

Manufacturer narrative:
The reported complaint of system error was confirmed during functional testing and archive review. The problem was observed upon powering on the device and identified a defective system processor board. Visual examination found no visible damage to the device. The archive review identified a latch up parameter error in system due to the defective processor board. Historical records were reviewed for service information related to the reported complaint and no similar complaint was reported for the autopulse platform with serial number (B)(4).